Manufacturer narrative:
Device evaluation results: one medfusion pump was returned for investigation in used condition. The support lens was cracked, and the bottom case seal ID was damaged. There was nothing in the event history log pertaining to customer reported product problem. The damaged screen/case reported by the customer was verified. The reported over infusion was not verified however. The pump was found to be infusing as intended. The aforementioned damage was caused by the customer. A user issue was therefore established as the root cause of that problem.

Event description:
It was reported that the medfusion pump had some physical damage to the screen and case. The pump was also infusing volume too fast. No patient injury or complications were reported in relation to this event.